Event description:
The customer reported that "some buttons do not work, error in the main keyboard" with the heartstart xl. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.